Event description:
It was reported that when positioning the patient the machine turns on its own. No injury reported. A field engineer was dispatched to the site and determined the left switch bank needed to be replaced. Once this was completed the system was working as intended.